Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. The meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
The patient's wife called lifescan on 12/08/04 and alleged that the pt's meter was prompting an apply sample message. The pt was using the correct technique and was applying enough sample onto the test strip. He stated that meter was new. He attempted to retest with a different vial of test strips and obtained the same message. The pt stated he was "tired, not feeling good, and drinking lot of fluids". He visited his physician and his blood sugar was tested on the physician's meter; the result was over 200 mg/dl (the patient does not know the exact result). No treatment was reported. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A replacement meter is being sent to the pt.